Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pace impedance of this pacemaker dependent patient increased from 490, to 1000, to 1810 ohms, within 1 year. Pacing threshold is at 1.1v and is good. The right atrial (ra) lead was reportedly fine. Additional information indicated that the right ventricular (rv) lead triggered an alert for high out of range impedances. There were 2 episodes of noise stored and up to 5 seconds of pacing inhibition were observed. During a revision procedure, a tug test was performed, with no issue. The lead was not tested for electrical continuity, as the patient is dependent. Additionally, no lead issues were seen by x-ray. The lead was subsequently abandoned surgically and replaced. The pacemaker was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.